Event description:
It was reported that post operatively the patient experienced a tamponade from lead perforation. The right ventricular (rv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.